Event description:
It was reported that during clinical use, the cs300 intra-aortic balloon pump (iabp) unit was running on battery power. It was being used with ac power. The unit was exchanged for another cs300. The patients health condition is fine.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - (B)(6)),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions,h10. The device was running on battery power. It was said that it was being used with ac power. On the day of the incident, they confirmed the following items before exchanging it for another cs300. This is the result of verification by a clinical engineer immediately after the occurrence. There is no change even after restarting cs300. I thought the ac power cable was broken and tried replacing it, but there was no change. I was using a power strip, but in case the wire broke, I connected it directly to the wall outlet. I took it, but it didn't change. The said that he replaced it with another cs300 and the problem was resolved. Since ac drive was not possible, the machine was re-inspected the next day. The next day, when I restarted the verification, it started up normally (ac drive). After that, it will work for a long time. However, the problem was reproduced and no alarm was generated. This is how we contacted getinge because it was unstable. T he usage situation occurred on the 3rd day (about 60 hours after the product became available). We have been informed that the patient's health condition is fine. Patient involved. A getinge field service engineer (fse) identified the faulty parts and submit the estimate and wait for the customer decision. There was 3 gfe was completed but no response received. The investigation shall be closed. If any new information received the complaint will be reopened and update it. H3 other text : no information available